Manufacturer narrative:
(B)(4). Method: the complaint rt380 adult dual-heated evaqua2 breathing circuit was returned to fisher & paykel healthcare in (B)(4) where it was visually inspected and pressure tested. Results: visual inspection revealed that the inspiratory elbow was damaged at the elbow heater wire plug connection. The pressure test confirmed that the breathing circuit was out of specification. A lot check could not be performed as no lot information was provided. Conclusion: we were unable to determine what has caused the damage, however from the damage observed it appears that an attempt was made to remove the inspiratory heater wire plug. All rt380 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution. Any breathing circuit which fails any of these tests is discarded. In addition, tube weighing and bond strength testing are performed every 15 minutes. If any faults are detected the whole batch is placed on hold for investigation. This suggests that the damage occured after it was released for distribution. The user instructions supplied with the rt380 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms. The hospital staff correctly checked the breathing circuit before patient use, which is in line with our user instructions.

Event description:
A hospital in (B)(6) reported that an rt380 adult dual heated evaqua2 breathing circuit failed the leak test on two different ventilators.this was found prior to patient use.